Event description:
It was reported that the lead was capped and replaced due to a lead fracture following an auto accident. It was also reported that there was an increase of lead impedance. No patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.